Event description:
It was reported that the pump declared alarm 20 during the pumping process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by cts in attempting to load a new cartridge but was unable to resume insulin therapy due to recurring alarms. Cts decided to replace the pump and instructed the customer on backup therapy using multiple daily injections (mdi).